Event description:
It was reported via repair work order that the brakes can't be engaged due to missing left and right brake pedal. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.